Event description:
It was initially reported that the patient-controlled analgesia module did not alert near end of infusion alert neoi) when there was only 20 percent in the syringe. There was patient involvement however outcome is unknown. Subsequently, a customer contact indicated "the alert in question was not in use when we reached out."

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had un-activated near end of infusion (neoi) alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.